Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no reported impact to the customer's blood glucose level, as the customer declined to answer whether levels exceeded 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller in doing so. The malfunction did not recur after the pump was reset, allowing the customer to continue using the pump with instructions to contact technical support if the issue arises again.